Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reporter believed that the customer was changing the basal rates throughout the day. Tandem technical support reviewed pump data and found that specific hourly timed basal rate settings had been changed in the customer's personal profile. The reporter could not confirm whether these changes were intentional or unintentional. Customer declined to confirm. There was no reported adverse impact to the customer's blood glucose.